Event description:
Litigation alleges pain, loosening and metallosis.

Manufacturer narrative:
The investigation is ongoing. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Update rec'd (B)(4) 2013 - legal claim received. In addition to what was previously reported, grinding is also alleged. Depuy considers this complaint closed at this time.

Manufacturer narrative:
The devices associated with this report were not returned. A review of the device history records did not reveal any related manufacturing anomalies. The part and lot code combination was not provided for the unknown depuy device. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Litigation alleges pain, loosening and metallosis. Update rec'd 10/15/2013 - legal claim received. In addition to what was previously reported, grinding is also alleged. There is no new additional information that would affect the investigation. Records are attached for further review. The complaint was updated on: 11/13/2013. Update 02/06/2017 pfs and medical records received. After review of the medical records for MDR reportability, the revision operative note indicated metal wear and grinding. The liner was unable to be removed from the cup, so the liner was left in. There was no mention of loosening or metallosis. Lab levels provided indicated elevated metal ion levels. The unknown product is being changed to the stem and the cup is being added to the complaint.

Manufacturer narrative:
(B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.